Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap. The device was returned to a third-party service center. During visual inspection of the device, it was determined that corrosion in device was observed. The device has been scrapped. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. There was no medical intervention required by the patient. The device was returned to a third-party service center and found corrosion during evaluation. The service center also found trash contamination during evaluation. There was no evidence for foam particles found in the assembly. The device's downloaded event log was reviewed by the service center and found no error logged. The device passed all final test. The device has been scrapped.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.